Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) on a cobas 8000 e 801 module (e801). No erroneous results were reported outside of the laboratory. The sample was first tested on the customer's e801 analyzer. The sample was then provided for investigation, where it was tested on a second e801 analyzer, a cobas 8000 e 602 module (e602), and a cobas e 411 immunoassay analyzer (e411). The sample was also tested on a siemens centaur analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the e801 analyzer used at the customer site was asked for, but not provided. The serial number of the e801 analyzer used for investigation was (B)(4). Ft3 reagent lot number 277939, with an expiration date of 31-dec-2018 was used on this analyzer. The serial number of the e602 analyzer used for investigation was (B)(4). Ft3 reagent lot number 277945, with an expiration date of 30-sep-2018 was used on this analyzer. The serial number of the e411 analyzer used for investigation was (B)(4). Ft3 reagent lot number 277945, with an expiration date of 30-sep-2018 was used on this analyzer.

Manufacturer narrative:
A sample from the patient was provided for investigation. The ft3 value of the sample recovered well within the normal reference range of the assay. No interferences were detected in the sample. For the observed differences in ft3 values measured with assays from different vendors, this difference relates to the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation was unable to find a definitive root cause. A general reagent issue most likely can be excluded.